Manufacturer narrative:
(B)(6) based on the available information, this event is deemed to be a serious injury. It was reported by the end user that the packaging for the reported device was discarded after opening, therefore no lot number can be obtained. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on march 01, 2016. (B)(4)

Event description:
The end user reported that within 2 days of applying the moldable wafers, red rash with itching and then progressed burning was experienced on their face. It was stated that it was mostly on their cheeks, after the second day of wearing the device and that they felt as though they were having a systemic reaction to the swelling of the durahesive. The patient reported seeing a dermatologist two weeks ago and was prescribed a steroid ointment to apply twice daily, desonide 0.5%. The end user further reported that she has had intense reactions to other wafers, unable to tolerate any of the other products such as the seals or pastes.